Manufacturer narrative:
Device evaluation: tissue tears were observed on leaflet 1 at commissure 1 which measured approximately 6 mm in length and approximately 9 mm on leaflet 3 near commissure 1. The tear apparently led to the prolapse of leaflet 3 in air. Leaflet tissue became thickened and opaque in commissural areas with and without tear. Another small tear (approximately 3 mm long) was detected on leaflet 1 near the wireform at the shoulder of commissure 2. X-ray radiography revealed sizable tissue calcification nodules on leaflet 2 and leaflet 3 near the cuspal areas. Several small calcification nodules were also noted in leaflet 1 and leaflet 3 near commissure 1 where the tissue tears located. Host tissue overgrowth on the valve was unremarkable. Additional manufacturer narrative: these device evaluation findings suggest that the valve was undergoing both calcific and non-calcific bioprosthetic tissue degeneration; the leaflet tears appeared to be largely attributable to the non-calcific tissue degeneration. The tissue tear related prolapse of the leaflets apparently contributed to the reported severe aortic insufficiency in vivo. Both calcific and non-calcific tissue degeneration are common chronic failure modes for this type of bioprosthesis. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. It is generally believed that the patient biological factors such as age, the state of immunological systems, and comorbidities (end stage renal disease, endocarditis) played important roles in the development of bioprosthetic valve calcification. However, the underlying mechanism for bioprosthetic leaflet calcification is still not fully understood. Based on the information received, the root cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic heart valve was explanted after an implant duration of eleven (11) years, four (4) months, twenty-three (23) days due to severe aortic insufficiency (ai). The most recent echocardiogram showed severe aortic insufficiency with an ef of 40 percent. The 27mm valve was explanted and a new 27mm magna tissue valve implanted. The provided operative notes state: with the aorta open, the valve was visualized. The valve leaflets had a tear at the commissure between the right and noncoronary sinus. The tear was approximately one-third down the way of the commissure allowing the two leaflets to prolapse producing severe ai. The patient tolerated the procedure well and left the operating room in stable condition.

Manufacturer narrative:
Method: device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record was reviewed and showed this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. In this case, this explant occurred more than ten years post-implant of a patient with a history of diabetes, htn, and hld. The failure of this valve most likely was due to patient factors. However, without return of the valve for evaluation, we are unable to confirm the root cause for failure of the device. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.